Event description:
Patient had capsule placed. It was noted that it did record ph 1.6-1.8 prior to patient leaving. Patient called later that day stating that his device was blinking red, which indicates that it's not recording data. From data upload, it seems that the capsule fell off almost immediately after deployment and very little data was recorded.